Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that her blood glucose was high on and off and reached 500 mg/dl. At the time of reporting, her blood glucose was 449 mg/dl. The customer treated with two manual injections and multiple boluses. The customer stated her blood glucose did not come down until much later. The customer was advised to check her insulin and contact her healthcare provider. Nothing further was reported.